Event description:
It was reported taht the device displayed an alert for possible hv lead problem and device may not deliver hv therapy. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported device alerts were verified in the laboratory. The alerts that were observed were due to hv lead anomaly and high pacing lead impedance. The device was tested on the bench and using automated test equipment. No anomalies were detected. The device met all specifications. The cause of alerts could not be determined.